Event description:
On the subsequent day to the event reported as (9680602-2010-00002) it was reported that during a surgical procedure in a different operating room, using a different anesthesia machine, during visual inspection of the device at the patient end, which was attached directly to an laryngeal mask airway, there was a pool of water which created a risk of entering the patient¿s airways. This water had gathered between the filter and the laryngeal mask airway. The device will be available for evaluation.

Manufacturer narrative:
(B)(4). Upon an internal review, it was noted that the previous submission had the incorrect catalog # and lot # in section d.

Event description:
The blood transfusion research institute generated negative architect hbsag results on 2 blood donors who tested pcr positive. Blood units from both donors were dispensed for transfusion. Blood transfusion research institute was used as a reference laboratory for korea red cross blood center for additional testing. Another country's blood center was evaluating applying the grayzone interpretation of 0.8 to 1.0 to the prism hbsag assay. In order to validate this, 195 specimens that were prism hbsag grayzone were tested with pcr. Two of those specimens were pcr positive. All 195 blood units were already dispensed for transfusion because they met the acceptance criteria. No additional testing was performed and alt data was normal (11-14 no units of measurement given). There was no report of injury or impact to patient management. Below are the results for donor #2: donor 2: prism hbsag initial = 0.90 s/co, repeat = 0.93, 0.91 s/co. Architect hbsag = 0.00 iu/ml (negative). Pcr positive

Manufacturer narrative:
This report is being filed on an international product, list number 6c36 architect hbsag that has a similar product distributed in the us, architect hbsag. No returns were received for investigation. The investigation team tested an in-house sample of architect hbsag, lot number 50372hn00. The data generated showed that calibrator 1 and 2, negative control, positive control 1 and positive control 2 were well within the specification range. Additional testing was performed to confirm the clinical sensitivity of the reagent. Two commercially available seroconversion panels were tested and revealed that the clinical sensitivity of architect hbsag, lot number 50372hn00 is not impacted compared to clinical trials and historical data. As part of this investigation a review was performed of the complaint and manufacturing records for architect hbsag, lot number 50372hn00. This review did not identify any problems relating to the account's observation. To exclude a potential product deficiency of architect hbsag, complaints for potential false negative results since august 2007 were reviewed, and no trend could be observed related to this issue.based on this investigation, it is determined that architect hbsag, list number 6c36-32, lot number 50372hn00 is performing acceptably within the package insert claim for sensitivity (99.52 % with a 95% confidence interval of 98.29 % to 99.94%). For optimal results, serum and plasma should be free of fibrin, red blood cells, or other particulate matter. Such specimens may give inconsistent results and must be transferred to a centrifuge tube and centrifuged at least 10,000 rcf for 10 minutes. Frozen specimens must be mixed thoroughly after thawing by low speed vortexing. Furthermore, for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. This is the final report.